Event description:
It was reported that that subject stent (atlas) was used to assist the coil embolization under parallel technique (acoma unruptured aneurysm sized 5.6*2.9mm). The operator deployed the subject stent first at anterior cerebral artery (aca) in same side and then inserted the coil through the pre-located embolization microcatheter for framing. During inserting. The tip of microcatheter migrated out of aneurysm lumen, so the operator tried to adjust it to deliver it back. However, during this procedure, the coil got stretched and fractured. The operator tried to handle this fractured coil, and this caused the deployed stent (subject device) migrated and part of the stent proximal part migrated into lumen of aneurysm. The operator tried to deliver a guidewire to reach distal of the stent but failed, therefore, tirofiban was administered and thrombolysis was tried for the acute occlusion at anterior cerebral artery (aca) on the same side. While performing digital subtraction angiography (dsa) again, the aneurysm was found ruptured and led to the intracranial hemorrhage. It was hard to determine if the aneurysm/vessel was ruptured by the subject stent. The operator finished the procedure, and the patient was transferred to another hospital for further treatment. While transferring, the patient's pupils had been dilated and sever vasospasm was reported. The patient¿s family made the decision to take the patient home without further treatment and the patient died at home. The relationship between stryker device and adverse events (acute occlusion, aneurysm ruptured, intracranial hemorrhage, patient's pupils dilated and severe vasospasm and death of the patient) is unknown at this time. No other information was provided.

Event description:
It was reported that subject stent (atlas) was used to assist the coil embolization under parallel technique (acoma unruptured aneurysm sized 5.6*2.9mm). The operator deployed the subject stent first at anterior cerebral artery (aca) in same side and then inserted the coil through the pre-located embolization microcatheter for framing. During inserting. The tip of microcatheter migrated out of aneurysm lumen, so the operator tried to adjust it to deliver it back. However, during this procedure, the coil got stretched and fractured. The operator tried to handle this fractured coil, and this caused the deployed stent (subject device) migrated and part of the stent proximal part migrated into lumen of aneurysm. The operator tried to deliver a guidewire to reach distal of the stent but failed, therefore, tirofiban was administered and thrombolysis was tried for the acute occlusion at anterior cerebral artery (aca) on the same side. While performing digital subtraction angiography (dsa) again, the aneurysm was found ruptured and led to the intracranial hemorrhage. It was hard to determine if the aneurysm/vessel was ruptured by the subject stent. The operator finished the procedure, and the patient was transferred to another hospital for further treatment. While transferring, the patient's pupils had been dilated and sever vasospasm was reported. The patient¿s family made the decision to take the patient home without further treatment and the patient died at home. The relationship between stryker device and adverse events (acute occlusion, aneurysm ruptured, intracranial hemorrhage, patient's pupils dilated and severe vasospasm and death of the patient) is unknown at this time. No other information was provided. Updated: during inserting the tip of microcatheter migrated out of aneurysm lumen, so the operator tried to adjust it to deliver it back. However during this procedure the subject coil got stretched. The operator tried to use guidewire to catch part of the subject coil out and when doing dsa again, acute thrombosis was found at aca. Continued to use microcatheter to do thrombolytic but it was ineffective and hemorrhage was found with the aneurysm. Since the surgery lasted long and risk became higher, the operator decided to finish the procedure. The relationship between subject device and adverse events is unknown at this time. No other information was provided.

Manufacturer narrative:
A2 age at time of event: updated from 71 to 61. B1 adverse event/product problem- corrected- no 'product problem.' B2 outcomes attributed to ae: corrected - no 'death', no' hospitalization-initial or prolonged.' B5 executive summary: updated. F10/h6 device code grid - corrected from 'migration' to 'adverse event without identified device or use problem.' F10/h6 clinical signs code grid- corrected - no 'foreign body in patient.' Added : thrombosis/ thrombus. Intracranial hemorrhage. F10/h6 health impact code grid: corrected - no 'medication required' - no 'dearth' and no ' hospitalization or prolonged hospitalization.' Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent device is not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event was unable to be confirmed and it cannot be confirmed if the device met specification, as the subject stent was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the subject stent device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The subject stent device was confirmed to be in good condition during preparation/ prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was described as 'moderately tortuous'. It was reported that 'used the subject stent to assist the target coil embolization under parallel technique. The operator deployed the subject stent first at aca in same side and then inserted target 3-6 coil through the pre-located embolization microcatheter for framing. During inserting the tip of microcatheter migrated out of aneurysm lumen, so the operator tried to adjust it to deliver it back. However during this procedure the coil got stretched. The operator tried to use the guidewire to catch part of the coil out and when doing dsa again, acute thrombosis was found at aca. Continued to use the microcatheter to do thrombolytic but it was ineffective and hemorrhage was found with the aneurysm. Since the surgery lasted long and risk became higher, the operator decided to finish the procedure'. The risks of patient vessel thrombosis and patient intracranial hemorrhage are documented in the atlas dfu, as potential adverse events which can occur as a result of these type of procedures. Therefore, an assignable cause of anticipated procedural complication, will be assigned to these reported codes.